Event description:
It was reported that the patient was presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right atrial (ra) lead was found to have exhibited noise oversensing causing an impact to the pacemaker atrial pacing. No intervention was performed and the patient was in stable condition.